Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and rupture.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii-IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec brown particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, calcification, wear abrasion and crease fold. Base on the device analysis the final assessment is: crease sharp opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii-IV. Device has been explanted and replaced with non-allergan device.